Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir had a air bubbles. Customer's blood glucose level was unknown. Customer reported that the air bubbles sometimes appear right after change of reservoir but sometimes it is working fine for one day and bubbles appear after one day. Reservoir will not be returned for analysis.